Event description:
Caller states the patient tested 8.0 inr on the coaguchek s system and 5.0 inr on a comparison lab. Coumadin was held for 24 hours and then reduced from 7.5mg to 5mg based on lab results. No adverse event reported. Requested return of suspect system and replacement was sent.